Event description:
The patient was implanted with a left ventricular assist device. The bio-medical engineer reported that the patient was switching to the backup system controller and during this process, the system controller continued to alarm with a driveline disconnected alarm. The biomed believed the patient's driveline was connected appropriately. The patient became symptomatic and they quickly reverted back to the original system controller and the pump started without alarms.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The investigation did not confirm the reported event of the system controller not recognizing the driveline and failing to start the pump. The system controller was returned programmed to the manufacturing settings and the backup battery was not installed in any of the events captured in the log file. A test backup battery was installed in the system controller for evaluation purposes. The system controller was manually started via the system monitor and the device was programmed without issue. The system controller was functionally tested and found to operate as intended during analysis. A specific cause for the reported events was not determined. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.